Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months.(calculated from the date when the system controller was issued to the patient). The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported the occurrence of a clock not set alarm on the system controller while at home. The lvad was reported to be running, but the patient was unable to visualize parameters via the display button. The patient was reported to be asymptomatic. The patient presented to the hospital and the system controller history was reviewed by the vad coordinator where two events of low voltage / no external power were noted. The patient denied hearing the event or any hazard alarms, and the patient¿s spouse also did not hear any alarms. Low flow was also noted as the last 6 alarms on the system controller. The current date stamp was 1/1/2001. It was reported that the backup battery was not used recently per the system status and the internal battery had not expired. After discussion with the manufacturer¿s 24 hour on call service, the system controller was exchanged. The patient was stable throughout. The system controller was submitted for review to the manufacturer¿s technical service representative. A low battery hazard alarm was captured on (B)(6) 2017 at 4:52am. At 5:02 am a no external power alarm was recorded, and at 5:02 am the emergency backup battery appears to have been engaged until 6:05 am, when there was a pump stop once the emergency backup battery was depleted. At that time, the system controller time/date reset and the clock not set alarm was captured. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported event of clock not set, no external power, and low flow alarms was confirmed during the analysis. The system controller was returned for evaluation with the backup battery installed. According to the system controller log file, on (B)(6) at 15:14 the patient connected to fully charged external batteries as indicated by power cable disconnected alarms and recorded voltages. At 4:07 on (B)(6) a low battery advisory alarm became active and at 4:52 a low battery hazard alarm was recorded. The external batteries became fully depleted at 5:02, after approximately 13 hours and 48 minutes of run time, resulting in a no external power alarm. The backup battery was now in use. The backup battery operated for at least 1 hour and 3 minutes as an event was recorded at 6:05. The backup battery was drained completely as indicated by the time stamp resetting to 01/01/2001 1:00 accompanied by a motor stop and backup battery uninstalled alarm in the following event. When power was restored to the system controller via external batteries, the actual speed recorded zero with a low flow hazard alarm and then ramped up to the fixed speed of 9600 rpm. The yellow wrench advisory alarm was active in the following events for the time clock not set. It is unclear how long the pump was stopped because the time clock reset. The pump stoppage occurred because the external batteries and the backup battery became fully depleted resulting in no power to the system controller. No atypical events noted in the log file prior to the battery depletion event. The time clock was set at 12:09 on (B)(6) which cleared the yellow wrench advisory alarm. Although a root cause for the battery depletion event was not determined it appears the patient fell asleep while connected to external batteries. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.